Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several corrective actions, including disconnecting the tubing, adjusting the connections, and delivering specified bolus doses. The caller followed these instructions, successfully completed a bolus, and was advised to replace supplies and resume insulin therapy.